Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal measurements in pacing impedance and thresholds. Lead was checked and it was found that the lead was slightly pulled suggesting a micro dislodgment. Reasonable evidence suggests the micro dislodgment might have caused the elevated impedance and thresholds. This lead was then successfully repositioned. No adverse patient effects were reported.